Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no black screen was encountered, but the main full height cubie drawer 5 was not detected on the bus and the system was unable to recover the storage space. Fse replaced the full height pyxibus module controller board and the drawer controller board. Tested the drawer and all cubie pockets in the hardware test application, and all tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device exhibited a black screen and was offline in rss. The customer attempted troubleshoot by unplug and re-plug the power cable and reboot, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.